Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery cover screw breaking was confirmed via evaluation of the returned system controller (serial number: (B)(6). Visual inspection of the screw found the head of the screw removed on 2 out of 4 screws. The other screws were in unremarkable physical condition and could be removed without issue. Aside from the broken screws, the system controller functioned as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. A manufacturing analysis task was created under a separate event to investigate the root cause of the controller¿s backup battery cover screw becoming broken out-of-box. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after installing the backup battery (ebb) and screwing on the housing, the screw broke with minimal force. The system controller was replaced.